Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. High battery impedance triggered elective replacement indicator (eri). Eri due to high battery impedance was recorded on 11oct2016, prior to explant. Ramware version 8 was installed on 12jan2011.

Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited premature battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.